Event description:
It was reported the unit sparked once plugged in. This issue did not occur during surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Manufacturer narrative:
This MDR is a duplicate of 0001954182-2022-00082. The initial report was created in error and should be voided.

Event description:
This MDR is a duplicate of 0001954182-2022-00082. The initial report was created in error and should be voided.